Event description:
It was reported that a user experienced hyperglycemia at 344 mg/dl on the first day of ilet use after a lunch announcement, without any occlusion or dosing-stopped alerts, and the device appeared to deliver correction doses as shown in the bionic report. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with no medical intervention or hospitalization. Investigation included review of device data indicating active correction dosing and counseling to verify a downward trend with a fingerstick. Investigation of this case revealed no device alarms or malfunction indications, and the event occurred during the initial learning period when insulin delivery is conservative. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.